Event description:
A patient underwent aaa repair on (B)(6) 2012. The patient's anatomical form was suitable for the procedure although the angle of proximal neck about 50mm below renal arteries to axis of aaa was around 60 degrees. Moreover, right external iliac artery was tortuous. The procedure was completed. On (B)(6) 2012, the patient complained about pain. CT was taken and it revealed right iliac leg was occluded. Clots were removed and stenosed area was dilated with a pta balloon catheter, but it was not efficient. Another manufacturer's bare stent was placed and ballooning was performed again. Final angiography revealed an excellent flow of blood and the procedure was completed. The patient is fine after the procedure.

Manufacturer narrative:
Event is still under investigation.